Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Upon a secondary endovascular repair, clinical evaluations noted type 1a endoleak in addition to the type 1b (referenced in 2031527-2017-00676). A reline was performed on (B)(6) 2017 on both endoleaks. Product used in the reline included afx and ovation. Patient tolerated the procedure well and is reported in good condition post reline. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the right distal loss of seal of the main body was the significant calcification at the seal zone (cautionary product use condition). The most likely cause of the proximal loss of seal could not be determined however, there was significant conical neck observed at 37months which could have contributed to this event. Procedure related harms and final patient disposition could not be ascertained due to the lack of medical information surrounding the secondary endovascular procedure. There have been no reports of further negative patient sequelae. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially implanted with an afx on (B)(6) 2014. Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical evaluations was able to confirm a type 1b endoleak instead of a type 3b as reported originally. In addition, a type 1a was also noted during the secondary endovascular repair. The reline was performed on (B)(6) 2017 on both endoleaks. Product used in the reline included afx and ovation. Patient tolerated the procedure well and is reported in good condition post reline.